Event description:
A caller reported a cgm error, identified as error 42. There was no adverse impact to the customer's blood glucose level. Customer technical support investigated the issue related to pump battery consumption and provided guidance on resetting the pump. After performing the reset, the caller did not encounter the error again and successfully started their sensor session.